Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9 and to provide the completed investigation results. The sample was no longer available; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the anchor would not set correctly. The device was removed, and manual pressure applied. The type of procedure performed was a peripheral angiogram. The reported event did not result in patient injury or surgical intervention. Additional information was received on 30jul2024: the user was attempting to set the anchor at the tip of sheath per the angio-seal deployment steps. Device was not deployed. The whole device pulled out as attempting/after deploying it. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. There was no estimated blood loss. The patient was stable.